Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus service operation repair center (sorc) could not reproduce the reported phenomenon, but the device was repaired for preventative maintenance. Based on the device inspection result by sorc, olympus medical systems corp. (Omsc) concluded that the endoscopic image may not have been displayed due to communication abnormalities due to the influence of the endoscope used by the user or foreign material adhering to the electrical contacts of the output socket of the light source. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following; the reported phenomenon was not reproduced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image was not displayed, and the endoscopic image was distorted when the olympus s7 series endoscope was connected. There was no report of patient injury associated with the event.